Event description:
Customer obtained results of 304mg/dl and 148mg/dl on accu-chek compact plus system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.